Event description:
An analgesia gas machine (flowmeter) was returned for repair and was received on 3/13/97 with a note saying "safety blown - will flow n2o with o2 shut down to zero". This instrument is designed to deliver mixed o2 and n2o to a dental patient. When o2 flow or pressure is not present, instrument has a feature which stops flow of n2o. This feature, therefore, had malfunctioned. Upon evaluation condition of nitrous oxide (n2o) flow without oxyhen (o2) could not be reproduced. Co follow-up report of dentist contact states "observation was made during a failsafe check." Co has previously submitted mdrs when the failsafe has malfunctioned. Under current MDR regulations, co has determined that this category of product malfunction does not require submission of an MDR and has filed an exemption with FDA on 11/6/96.